Event description:
It was reported that the balloon was ruptured occurred. The stenosed target lesion was located in mildly calcified superficial femoral artery. A 6.0x220x150 sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the fourth inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.